Event description:
It was reported during a laparoscopic cholecystectomy the clips were scissoring and not closing completely on the cystic duct while using the er320. The case was completed with the same device.